Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed off no power. The blood glucose level was unknown at time of the event. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.